Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were stuck and customer was not sure if buttons were pressed for more than three consecutive minutes. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. Unable to verify the stuck button alarms or perform the functional testing, including the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the button keypad anomaly. The pump was received with a missing display window cover. The pump was received with minor scratches on the lcd window and case. The pump had a cracked keypad overlay at the select button, minor scratches and a peeling keypad overlay.